Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 160 mg/dl. Alarm and possible causes were explained. Customer was advised to disconnect and reconnect and reconnect the device and to push insulin with plunger, insulin did exit. Manual prime performed and insulin did exit. Customer called back and stated the device continued to alarm and customer did not have an extra reservoir change out. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.